Event description:
Boston scientific received info that this right atrial lead displayed loss of capture with increased pacing threshold measurements. The ra lead was observed to have dislodged. A revision procedure was performed. While repositioning the lead, it came out of the device pocket. The physician elected to explant and replace the ra lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated that the distal part of the lead was found bent and pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.